Manufacturer narrative:
A customer contacted haemonetics (B)(6) 2011 reporting a suspected hemolysis occurred during the 2nd draw cycle. An alarm was received for red cell over run and pink looking blood was observed in the bottle, harness and bowl. The procedure was stopped and no cells were returned to donor. No donor or operator injury was reported. It was also reported that no cells were returned and the donor walked out with no problems or issues with disposables during the procedure; just the red cell over run alarm. Hemolysis was determined by visual observation. Nothing was returned for evaluation. There is no indication that the machine is linked to the customer's reaction. A field service engineer (fse) was sent to the site to inspect the machine. The problem could not be verified as the device met manufacturing specifications. (B)(4).

Event description:
A customer contacted haemonetics (B)(6) 2011 reporting a suspected hemolysis occurring during the 2nd draw cycle. An alarm was received for red cell over run and pink looking blood was observed in the bottle, harness and bowl. The procedure was stopped and no cells were returned to donor. No donor or operator injury was reported. It was also reported that no cells were returned and the donor walked out with no problems or issues with disposables during the procedure; just the red cell over run alarm. Hemolysis was determined by visual observation.